Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced advanced evaluation (ae) for urge incontinence and urgency frequency. It was reported that, the other day while the trial patient was in the car, they became sweaty and was shocked twice. It was unknown if there were any environmental/external/patient factors that may have led to the issue. They also mentioned that, on the same day, they bumped the leads which caused a lot of tenderness. It was advised that the patient turn the stimulation for the shocking issue, it case it was related and it was advised the patient follow up with their clinician. Follow up information received on (B)(6) 2018 from the patient reported that they had gallbladder surgery and found out the lead had moved. The lead was removed and the patient stated that was what was causing the shocking. It was advised that the patient contact their clinician. There were no further complications reported or anticipated.